Event description:
A cutting jig was affixed to patient's knee in preparation for sizing. The jig has 2 pins that set into patient's bones. After the bone was sized with the saw, one of the 2 pins had come free remaining in the patient's knee. The pin was safely removed.